Event description:
It was reported that there was undefined high impedance with threshold and sensing issues. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.